Event description:
User facility reports that three (3) employees experienced respiratory difficulties. This report is for the first of three employees. This nurse experienced an asthma attack. No medical treatment required. The incident occurred while changing out the cidex solution.